Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 5, 2011. Based on qa assessment, the product met specifications at the time of release. The system was verified to meet specifications. Therefore, the root cause could not be determined. (B)(4).

Event description:
Additional information was received from the customer indicating the system was rebooted to complete the case. There was no harm to the patient.

Event description:
A customer reported that during a procedure, the system shut down on its own. Additional information has been requested.